Event description:
Performing intramedullary nailing of a long open fracture of the upper third of the humerus. Use of a short nail locked with two proximal screws and a distale screw. During surgery the drill was used and then sent to the sterilisation department. The sterilisation department noticed that the distal end of the drill was missing. The operating theatre performed a contol x-ray, during which the tip was not found. It is impossible to determine with certainty that the tip has not remained in the patient's body.

Event description:
Performing intramedullary nailing of a long open fracture of the upper third of the humerus. Use of a short nail locked with two proximal screws and a distale screw. During surgery the drill was used and then sent to the sterilisation department. The sterilisation department noticed that the distal end of the drill was missing. The operating theatre performed a contol x-ray, during which the tip was not found. It is impossible to determine with certainty that the tip has not remained in the patient's body.

Event description:
Performing intramedullary nailing of a long open fracture of the upper third of the humerus. Use of a short nail locked with two proximal screws and a distal screw. During surgery the drill was used and then sent to the sterilisation department. The sterilisation department noticed that the distal end of the drill was missing. The operating theatre performed a control x-ray, during which the tip was not found. It is impossible to determine with certainty that the tip has not remained in the patient's body.